Event description:
It was reported that upon interrogation, backup vvi was observed on the implantable cardioverter defibrillator (ICD) while still in box prior to a procedure. The procedure was not affected. Another ICD was used. The patient was stable with no consequences.

Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. Interrogation of the device revealed the device was in backup vvi mode upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error, consistent with an integrated circuit (ic) anomaly in the hybrid. Attempts to restore the device from backup vvi mode were unsuccessful. The device was cut open and device was found to be above elective replacement indicator (eri) level. Back-up operation mode could not be reproduced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.